Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correction: upon further investigation, the investigation summary was updated as per below. Investigation summary : the complaint devices were received and evaluated. Visually, the devices seem to be in a used condition. The inner and outer blades were both disassembled/reassembled and were evaluated separately. Surgical stains and debris were found at both the distal end and proximal end, on both devices, indicating the devices were used. The inner blades plastic hub assembly on both devices were broken at the proximal end, confirming this complaint. The broken fragments were not returned. This type of failure has been typically observed when the blade accidentally hits the bone at an off angle while exerting excess torque. Another possible root cause could be improper assembling of the blade to the handpiece. No further details about the technique were provided that could help determine a root cause for this failure, a specific root cause cannot be determined. Furthermore, no lot number was supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. : UDI: (B)(4). Incomplete the lot number is not currently available. Investigation summary:the complaint devices were received and evaluated. Visually, the devices seem to be in a used condition. The inner and outer blades were both disassembled/reassembled and were evaluated separately. Surgical stains and debris were found at both the distal end and proximal end, on both devices, indicating the devices were used. The inner blades plastic hub assembly on both devices were broken at the proximal end, confirming this complaint. The broken fragments were not returned. This type of failure has been typically observed when the blade accidentally hits the bone at an off angle while exerting excess torque. Another possible root cause could be improper assembling of the blade to the handpiece. No further details about the technique were provided that could help determine a root cause for this failure, a specific root cause cannot be determined. Furthermore, no lot number was supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure, it was observed that the plastic components of acromizer were broken. The procedure was completed with two minute delay. There was a delay in the surgical procedure. It was not reported if a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.